Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was completed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve central regurgitation and valve stenosis were confirmed per the medical record. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Additionally, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ''tee prior to valve in valve intervention revealed that the 23mm s3u had severe stenosis with cusp separation severely reduced; moderate central aortic regurgitation, and an ava of 0.74cm2 with a mean gradient of 54mmhg.'' In this case, the patient had vast comorbidities (e.g. Previous aortic stenosis, hyperlipidemia, hypertension, diabetes, etc.), which are known factors that may increase the risk of early valve degeneration, leading to stenosis with central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventive action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 3 years and 11 months due to stenosis and regurgitation. As reported, the patient was admitted with shortness of breath(sob), pressure with exertion, and a high echo gradient that exceeded 55mm. There was also moderate aortic regurgitation(ar) noted with the valve. A 23mm s3 ultra with resilia was successfully implanted within the failed s3 ultra 23mm. Initial post gradient was 30mm. A 22mm true balloon was prepped and inflated within the sapien at 15-20 atmos. The echo gradient was reduced to 10mm. Catheter based gradients revealed zero gradient across the valve. There was no ar noted within the new valve. Patient was doing well after the procedure and returned to their room for recovery. Per the medical records, tee prior to valve in valve intervention revealed that the 23mm s3u had severe stenosis with cusp separation severely reduced; moderate central aortic regurgitation, and an ava of 0.74cm2 with a mean gradient of 54mmhg.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 3 years and 11 months due to stenosis and regurgitation. As reported, the patient was admitted with shortness of breath(sob), pressure with exertion, and a high echo gradient that exceeded 55mm. There was also moderate aortic regurgitation(ar) noted with the valve. A 23mm s3 ultra with resilia was successfully implanted within the failed s3 ultra 23mm. The patient was doing well after the procedure and returned to their room for recovery.